Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had moisture on the keypad traces. The pump also had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window, and a cracked case at the display window corner.

Event description:
The customer reported via phone call that the insulin pump stopped working. Customer's blood glucose was unknown mg/dl. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the devised would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.